Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). High impedances were reported. Connectivity was checked. Electrodes 3, 5, 8, 13, and 14 are all red. The patient had a return of pain. Oor/settings not available message was seen. Programming changed to remove high impedance electrodes. The issue remains ongoing.

Manufacturer narrative:
Continuation of d10: product ID 977a290 (serial: (B)(6)); product type: 0200-lead. Product ID 977a290 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-sep-30 information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they are having an issue with 'it' and it doesn't work. Agent asked clarifying questions; pt stated when they first got the implant, they used the therapy everyday but now, they use the ins periodically or during 'strenuous' times. Pt stated they met with a manufacturer representative (rep) a month and half after implant and they fixed settings not available message. Pt stated there was a second time where 'it' worked after going back and forth and now this is the 3rd time they 'can't get it started'. Pt stated they are not feeling the stimulation and sees settings not available message - agent reviewed information. On the call, pt confirmed stimulation was on group a 0.3. Pt stated when they change groups, they can feel something for a second then it goes away. Agent redirected to healthcare provider (hcp) to further address settings not available. 2025-apr-21: additional information was received from manufacturer representative (rep) who reported they met with patient on (B)(6) 2025 and to refer to the report from that visit. They state patient has an appointment with their healthcare provider (hcp) on (B)(6) 2025 to discuss possible lead revision. 2025-apr-26: additional information was received from manufacturer representative (rep) who reported patient had a meeting on (B)(6) 2025 and they will have a surgical consult on (B)(6) 2025 to discuss a possible lead revision. Optimal re-programming was desired in the interim. ¿stimulation usage¿ revealed that the patient had not used their therapy from april 3rd to present day, (B)(6) 2025. Lead connectivity showed multiple connections in the ¿red¿. Impedances were as follows: avoid 2, 3, 4, 7, 8, 10, 11, 12, 13, 14 do not use 5. Patient was able to be reprogrammed to his satisfaction utilizing the 1, 6 and 15 electrodes. A medtronic representative is scheduled to be present at their (B)(6) appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.